Event description:
Customer reported that the alarms will not power on. Batteries have been replaced with a new supply. Customer reported this was discovered during use with a pt. Customer reported that there was no pt incident or injury that occurred. Model 8374, sn's (B)(4) and (B)(4). Posey received subsequent info on (B)(4) 2013 on a (B)(4) which stated, "the green and grey "posey keep safe deluxe" chair alarms will function for a while then spontaneously quit working. This happened to two of my chair alarms in the last week, one resulted in a pt fall without injury. Both chair alarms were functioning when placed under the pt; however, never alarmed when the pt arose. They were tested by myself and staff, batteries were changed, new pads applied etc., and were not functioning. Then, some time later, while sitting at the nurse's station they began to chime". Model 8374, sn's (B)(4) and (B)(4).

Manufacturer narrative:
Results: eval of the alarm model 8374 (sn (B)(4)) - the unit has power when batteries were installed, unit does not alarm when sensor is removed. Unit was opened and contamination was found on the pcba board. The led lens has been pushed into the alarm case. User did not return the sensor pad that was in use with the alarm. (B)(4). Unit #2 - eval of the alarm model 8374 (sn (B)(4)) - the unit was tested for power three different times at five minute intervals and unit powered up each time. Unit passes all functions tests. (B)(4).